Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Guided drill and placement. Dentist has no idea why the implant failed, when he unscrewed the healing cap the implant came out.